Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8/+2.5/95 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2023 the lens was explanted; on this same date in a separate surgery a replacement lens of longer length was implanted but the problem was not resolved. The cause of the event was reported as "other" and noted "low vault"

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5 - corrected to: " the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8/+2.5/95 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2023 the lens was explanted; on this same date in a separate surgery a replacement lens of longer length was implanted but the problem was resolved. The cause of the event was reported as "other" and noted "low vault"" in the initial MDR. Claim # (B)(4).